Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. This device is not sold in the u.s.; however, it is similar to other devices we sell in the u.s. It therefore, does not have a 510k number. Results: since 2005 different actions have been made but the direct cause for the curing failures is not detectable. The ultimate cause for curing failures is based on the dissolution of the initiator camphorquinone, but why the initiator degrades is still unk. Conclusion code: product which are checked in house, always cure, therefore, it looks like as if this problem is caused by outer influences in doctor's offices.

Event description:
This complaint occurred in (B)(6) product was returned to manufacturer by the dealer in (B)(6). Material does not harden.